Manufacturer narrative:
Correction: this complaint will be cancelled. It has been determined that this record is a duplicate to pr 805571, MFR report # 3002682307-2019-00184 that has already been reported for malfunction.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside. The following information was provided by the initial reporter: plastic deposit in the syringe before use.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside. The following information was provided by the initial reporter: plastic deposit in the syringe before use.